Event description:
Related manufacturer reference number: 1627487-2023-01876,1627487-2023-01877, 1627487-2023-01878 it was reported the patient's l1 drg lead had migrated. Surgical intervention was undertaken during which when tunneling all leads migrated and the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.